Manufacturer narrative:
The manufacturer previously reported a patient allegedly expired while using a bipap a40. The device was returned to the manufacturer for evaluation. The device's event error log was reviewed. The manufacturer determined the device was powered off on (B)(6) 2016 using the proper sequence of key presses at 12:22:20 utc. The device was not turned on again until (B)(6) 2017 at 10:16:12 utc. The manufacturer confirms the device was not in patient use on the day the alleged death occurred. The device was tested and was found to operate and alarm to design specifications. The manufacturer concludes the device was not in patient use during the alleged time of death. The device did not cause or contribute to the patient's death.

Event description:
The manufacturer received information alleging a patient expired while using a bipap a40. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.